Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis was removed and replaced with tactra due to unspecified reason. Additional information received stated that the patient experienced infection. No further complications were reported in relation to this event.

Manufacturer narrative:
Concomitant medical products: updated.

Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis was removed and replaced with tactra due to unspecified reason. Additional information received stated that the patient experienced infection. No further complications were reported in relation to this event.